Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead exhibited a pace impedance measurement greater than 3,000 ohms. There was no noise observed. The ICD emitted tones for the high out of range pace impedance measurements. Technical services discussed how to turn off the beeping and recommended to continue to monitor. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead exhibited a pace impedance measurement greater than 3,000 ohms. There was no noise observed. The ICD emitted tones for the high out of range pace impedance measurements. Technical services discussed how to turn off the beeping and recommended to continue to monitor. The device remains in service. No adverse patient effects were reported.